Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (bard flat mesh) on (B)(6)2008. As reported, the patient is making a claim for an adverse patient outcome against marlex mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no.), g3, g6, h2, h6, h10, h11 corrected fields: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (bard flat mesh) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against marlex mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿hernia sac was reduced and a bard flat mesh was placed and secured by sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia and new umbilical hernia thereby underwent laparoscopic repair. Per operative notes,¿ hernia was identified and adhesions were taken down. Then a piece of synthetic mesh was placed in the umbilical region and secured by sutures.¿ (there was no visualization/mention of bard flat mesh).